Event description:
Note: this pertains to one of three complaints that occurred during the same procedure. Reference manufacturer report number: 3005099803-2009-01381 and 3005099803-2009-01422. It was reported to boston scientific corp. In 2009, that two flexima biliary stent systems and a jagwire were used during a stent placement procedure performed the month prior. According to the complainant, when attempting to deploy the flexima biliary stent in the bile duct, the inner sheath became stretched and the stent was unable to deploy. The device was removed from the scope and another flexima biliary stent was advanced through the lesion along the jagwire. This (second) flexima biliary stent deployed with some tension. The distal fragment of the jagwire was noted in the bile duct under the fluoroscopy. The physician attempted to remove the jagwire fragment, but was unsuccessful. Therefore, the fragment remained in the bile duct. The procedure was completed with another flexima biliary stent system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.